Event description:
After applying a reusable cold compress to her buttocks, she suffered 2nd and 3rd degree burns according to her doctor. She also claims she has been unable to wear clothes for eleven days because of this event.